Event description:
The initial attorney report alleged pain, draining sinus, adhesions, enterocutaneous fistula, recurrent hernia, mesh erosion into bowel, 'buckled' mesh, infection and mesh explant after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2007, pt underwent repair of large recurrent ventral hernia with composix kugel. Lysis of adhesions was performed and repair of a small bowel enterotomy; no bowel leakage noted. On (B)(6) 2007, pt underwent debridement of non healing abdominal wound. The composix kugel mesh was noted to be partially removed. On (B)(6) 2008, pt underwent exploratory laparotomy, removal of remaining composix kugel mesh, repair of entero mesh fistula with small bowel obstruction, extensive lysis of adhesions and primary repair of intestine.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt has a history of diverticulitis and previously underwent surgical repair for a perforated diverticulitis. Approx two months following the implant of composix kugel, the pt developed an infection. Due to the inability to control the infection, the mesh was explanted in two surgeries. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Recurrence is also noted to be an adverse event listed in the product's instructions for use. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.